Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> device associated with this report was received for examination. The returned sample was inspected. It consisted of an open cement box containing a secondary plastic bag which contained an empty ampoule and a powder bag. The peelable pouch had been removed from the powder pouch which was sealed within a complainant supplied pouch. Inspection of the powder bag confirmed that there were two points of seal failure, one in a supplier side seal and one in the depuy synthes top seal. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> 1 non-conformance was found related to this failure mode (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Dmf# : (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form: powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the smartset gentamicin cement powder package leaked.